Event description:
It was reported that the patient has had (B)(6). Due to a recent recurrence, the device and left ventricular lead were explanted and not replaced. The patient is a part of the block (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.